Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011, that a customer had an issue with a hemodialysis catheter. The customer reports that the silicone extension was found to be perforated on the arterial line (red connector) on (B)(6) 2010. The catheter was replaced same day. The catheter had been implanted on (B)(6) 2010.